Event description:
A leveen 2.0 cm x 15 needle, was being used for therapeutic ablation of the hip bone in 2006. When the leveen 2.0cm x 15 needle was percutaneously advanced, dr. Found that he could not penetrate the hip bone and the outer plastic insulation of the needle peeled back. Dr. Then used a coaccess introducer to penetrate the bone, however, this also caused the outer plastic sheath of the introducer to peel back. The case was successfully finished with the use of a bone biopsy needle and a leveen superslim 2.0cm needle. The complainant reported that there was no adverse affect on the patient as a result of the reported procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.